Event description:
Revision surgery - the pt's medical collateral ligament was stretched out. The surgeon thought it might be the poly, but after the poly swap found that the cause was tendonitis which was repaired.